Event description:
Follow-up identified surgical intervention was undertaken wherein the lead was explanted and replaced with a new model. Effective therapy was achieved postoperatively. The issue is resolved.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient suffered a bad fall few years ago and since then their scs system wound no longer provide adequate pain relief. Reportedly, reprogramming was attempted to no avail. The patient was sent for x-rays with unknown results. Surgical intervention may be undertaken at a future date.